Manufacturer narrative:
Vyaire medical file identification:pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the o2 (oxygen) regulator needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the vela ventilator was alarming " o2 (oxygen) inlet low".the customer confirmed that there was no patient involvement associated with the reported event.